Event description:
It was reported, the pt experiences a burning sensation at the ipg site when stimulation is on or off. It was also reported, the pt is receiving inadequate pain relief from the system.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.